Event description:
It was reported that a physician trained in the use of the prostar xl and perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery, during a preclose technique after an interventional (aaa stenting) procedure. Reportedly, while deploying the prostar xl device, difficulty was encountered while deploying the needles as the access site was large. The device was removed and a second prostar xl device was used with the same results. A proglide device was attempted to be used, but it was reported that the suture broke. A second proglide device was used with the same results. The interventional procedure was then performed and surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A suture break can be caused by a number of factors including, but not limited to excess tension, or nicking of the suture. This may have been a contributing factor to this event, but it cannot be confirmed. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. It should be noted that the reported use of proglide device was in an artery where a 16 fr sheath was used and is not consistent with the instructions for use (IFU), which states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. However, deviating from the IFU may have played a role in this event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. The proglide and two prostar devices, are each being filed under separate MFR numbers.